Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn sutures. On (B)(6) 2021, patient in care in the operating room for evisceration on d28 of a right colectomy by laparotomy (the (B)(6) 2021). During colectomy, the abdominal wall was sutured with novosyn 1 loop bbraun ref (B)(4) to strengthen the suture and avoid any evisceration risk. During the revision, the fascia appears to have been severely severed ("as if a scissor has cut all the threads). Need to reoperate the patient to close the abdominal wall. Reoperation of the patient to close the abdominal wall, change of suture type. No sample available / batch unknown. More information has been requested.

Manufacturer narrative:
Analysis and results: the customer has not informed of the possiblebatches. List of batches supplied to the customer in the last 6 months: 720364, 120292, 720272, 120133 and 120115. There are no previous complaints of any of the batches. We manufactured 552 units of the batch 720364, 1.272 units of batch120292, 1.008 of batch 720272, 1.080 units of batch 120133 and 768 unitsof the batch 120115. There are no units in stock of any of the possible batches. Without closed samples and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing records, these products had a normalprocess and the results during the process fulfiled usp/ep and bbs requirement. Please note that novosyn® is metabolized to glycolic acid and lacticacid by hydrolysis without causing any enduring change in the region ofthe wound. About 75% of the original tensile strength remains after 14days of implantation, about 40-50% after 21 days and about 25% after 28days. The complete mass absorption of novosyn® takes place at 56-70 days, when the tissue is normally perfused. In consequence, when the surgeon re-opened the wound at day 28, only 25% of the original tensile strength remained in the thread. Novosyn® suture materials are contra-indicated for applications where prolongedsupport of the wound closure by the suture material is required.moreover, in the precautions point in the instructions for use of theproduct it is state that the usage of novosyn® may not be advised incase of elderly or malnourished or debilitated patients, or in patientssuffering from diseases or conditions which delay the wound healing process. For abdominal wall closure monomax is more recommend. Monomax is asterile extra long-term absorbable monofilament. Monomax absorbablesutures are indicated for use in general soft tissue approximation whenextended wound support is needed (more than 3 months) in abdominal fascial closure. Final conclusion: without samples we are not in position of studying ifthe affected product does not fulfil the specifications. In consequence,a proper analysis cannot be done and the case is not confirmed due tolack of evidence. Nevertheless, we take note of this incidence and ifany sample is received in the future, we will re-open the case andanalyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on theconclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures,there is no need to establish corrective or preventive actions.nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.